Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to a fall. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was repositioned from patient¿s right flank to the patients left flank to address the issue.

Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. The ipg was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.